Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported that customer inadvertently performed the load fill tubing sequence while the pump was connected to the customer¿s body at the infusion set site, which caused the customer's blood glucose (bg) monitor to read "low", however, specific bg value was not provided. The customer was educated to not be connected to the pump during the fill tubing process. The customer removed the device from body before losing consciousness for two days. The customer went to the emergency room (ER) via ambulance and was subsequently admitted to the hospital with a bg value of 648 mg/dl, and high ketones. The customer was treated with intravenous fluids of saline and insulin before being admitted to the intensive care unit (ICU) and diagnosed with brain damage. The customer was released from the hospital on (B)(6) 2023. A healthcare provider reported that the pump was working as intended. No additional information was provided.